Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and mesh was used. It was reported to the sales rep during an unknown procedure, the lot number on the device did not match the lot number listed on the product packaging. Additionally, another device in the same inventory was found to have a different expiration date than indicated on the box. No patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 7/22/2026.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:could you please confirm if the vendor is authorized by jnj?could you please provide photos of the products?how was the product purchased?could you please provide the lot number of the device that has a different expiration date than indicated on the box?please provide the source or name of person providing answers to follow-up questions:to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.